Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that during an education laboratory, it was observed that the broach adapter device did not lock onto the broach when the impactor was in use. This event was not related to a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition that the device did not lock onto broach when the impactor was in use was confirmed. An assessment was performed on the device which found that the locking mechanism was loose and did not hold the actis broach securely, and the guide pin was dented. It was determined that the adapter was non-functional due to not locking securely. It was determined that the adapter no longer holds the broach securely due to the wear of joints of the locking mechanism the adapter has exceeded its life expectancy. The assignable root cause of this condition was determined to wear from normal use over time. It was further determined that the condition of the dented guide pin was likely caused by dropping the device causing the dent. The assignable root cause of this condition was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device did not lock onto broach when the impactor was in use was confirmed. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.